Event description:
It was reported during a right side a-flutter procedure, there was noise on the ep recording system 12-lead. It was not clear if the noise was also displayed on the carto 3 system. Upon requests for clarification with the bwi field representative, he verified that the noise was on all the channels including the 12 leads of body surface (bs ECG's) and intracardiac (ic) signals on both the carto 3 system and the ep recording system. The users experienced noise so bad that they decided not to map the case. The issue occurred very early in the case. When the carto 3 system was removed from the equation, the recording system was clean so they removed the carto 3 system and proceeded with no mapping system. There was no patient injury reported in this case. A new 12-lead cable fixed the issue.

Manufacturer narrative:
(B)(4). It was reported during a right side a-flutter procedure, there was noise on the ep recording system 12-lead. It was not clear if the noise was also displayed on the carto 3 system. Upon requests for clarification with the bwi field representative, he verified that the noise was on all the channels including the 12 leads of body surface (bs ECG's) and intracardiac (ic) signals on both the carto 3 system and the ep recording system. The users experienced noise so bad that they decided not to map the case. The issue occurred very early in the case. When the carto 3 system was removed from the equation, the recording system was clean so they removed the carto 3 system and proceeded with no mapping system. There was no patient injury reported in this case. The bwi field service engineer reported that the body surface (bs) ECG cable was defective. This cable was replaced and the issue was resolved. The system is ready to be used. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service. An internal corrective action has been opened to address this body surface (bs) ECG cable issue.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).